Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd eclipse¿ needle was missing label information. This was discovered before use. The following information was provided by the initial reporter: lack of information about the product, lot and validity.

Manufacturer narrative:
Investigation summary: DHR, maintenance record analysis and quality notification analysis were reviewed and no deviation was found for this batch. Only a picture was sent by the customer, and with that it was possible to perform an investigation and determine the root cause for the defect, confirming the complaint. The manufacturing process are validated with defined acceptance criteria. The incident identified by this complaint will be monitored to tendency analysis. Conclusion: the root cause for missing label content was due to a failure in the cartridge marking machine. This was not detected by the associate involved in the process.

Event description:
It was reported that bd eclipse¿ needle was missing label information. This was discovered before use. The following information was provided by the initial reporter: lack of information about the product, lot and validity.